Event description:
Information was received indicating that during cleaning of a smiths medical portex® bivona® flextend¿ plus tracheostomy tube, tears were noted on both flanges. The tears were noted at the junction of the tube and insertion site. There were no reported adverse patient effects.

Manufacturer narrative:
One bivona® flextend¿ plus tracheostomy tube was returned for analysis. A split on the flange eyelet was observed upon visual inspection. Relevant documents and manufacturing process were reviewed and deemed adequate. A review of the assembly process and training records were reviewed with no discrepancies. Product molding was audited on 32 units with no damage detected. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.